Manufacturer narrative:
(B)(4) combined report. During investigation, the surgeon confirmed that the link between the corin devices and the event is excluded. No other information could be provided. The appropriate device details were provided, and the relevant manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged, and sterilised to the correct specifications at the time of manufacture. The sterilization method and sterile barrier system used to package the devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Based on this, this case is now considered closed. This failure mode will be monitored via annual trending. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Revision after approximatively 1 month due to infection.

Manufacturer narrative:
(B)(4) combined report. During investigation, the surgeon confirmed that the link between the corin devices and the event is excluded. No other information could be provided. The appropriate device details were provided, and the relevant manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged, and sterilised to the correct specifications at the time of manufacture. The sterilization method and sterile barrier system used to package the devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Based on this, this case is now considered closed. This failure mode will be monitored via annual trending. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Revision after approximatively 1 month due to infection.